Event description:
The physician performed a sling procedure immediately following a vaginal hysterectomy in 2003. Prior to performing the sling procedure, the physician cystoscoped the pt and noted that the bladder was somewhat bruised, probably form manipulation during the hysterectomy. The physician then performed the sling procedure. The physician cystoscoped the pt after each passage of the needles. There was no evidence of bladder perforation or movement of the bladder when they moved the needles. Within one hour of surgery, pt's urine had cleared of blood. At the one-week visit the pt was feeling well and had no symptoms. At the six-week visit the pt complained of mild irritation during urination. There was microscopic blood in pt's urine. A cystoscopy was performed and, at the bladder neck, close to the 11 to 12 o'clock position there was approximately 1 cm of what appeared to be the sling just under the bladder mucosa. There was no area of obvious perforation. The mesh was seen indenting the mucosa and there was some edema surrounding that area. The physician was concerned that the tape in this area might erode into the bladder. They considered observing the pt/is leaning towards attempting to remove the tape.